Event description:
Per the clinic, the patient experienced pain, discomfort and heat sensation at the implant site following an MRI procedure. It was informed that the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the patient experienced a crackling sound and loss of connection with the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.